Event description:
The surgeon complained of a power surge while using the catalyst unit during phacoemulsification. The pt sustained a broken capsule, and nuclear lens fragments fell into the vitreous cavity. Vitrectomy was performed.